Event description:
A potential for a grave accident. (B)(6 provided me with a CPAP machine air sense 10 for my sleep apnea. When using the humidifier, it sprays water in the full face mask right to your nose when I am sleeping. This is very dangerous. Several years ago, a product was removed from the market for spraying water on a sleeping person. (B)(6) is pushing hard for me to use this product that I think is dangerous. Please tell me if I am correct. Thank you bye. The product is medical device used to pump air to the nose for sleep apnea patients. Made by resme model airsense 10. Bought from (B)(6). When using the humidifier, it sprays, by accident, a little water, when I am sleeping. This is very dangerous. Product category: personal care. Purchase date: (B)(6) 2017. Explanation: I contacted (B)(6) and a service man from (B)(6). May we include your report, including any documents or photographs that you have attached to your report, but without your name and contact information, in cpsc's public database: yes, you may include my report with any attachments on saferproducts.gov.